Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been showed to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the cause cannot be conclusively determined; however, patient factors likely contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned a 19mm aortic valve was explanted after an implant duration of two years, three months, due to aortic valve stenosis with paravalvular leak and a patient prosthesis mismatch. During explant of the 19mm valve, it was noted that "several of these sutures had likely eroded through the annulus" and there was significant underlying fibrosis and calcification. The explanted device was replaced with a 21mm aortic valve and secured with cor-knots. It demonstrated excellent apposition within the annulus. The patient also underwent an aortic root enlargement with a nicks nunez enlargement using a patch, tricuspid valve repair with a 23mm non-edwards ring, and mitral valve replacement with a 29mm non-edwards porcine valve. During weaning from cardiopulmonary bypass, the patient showed good aortic valve and mitral valve and tricuspid valve motion. "The aortic valve bioprosthesis moving well with just under a small jet which was concerning for paravalvular leak, but appeared to be coming lower within the annulus itself and my concern was that this was likely coming from the septal myomectomy area as there was a small arterial site noted on removing the specimen. There was no left-to-right shunt and no right-to-left shunt&but a jet coming out ventricular to the aortic valve." The postoperative echocardiogram showed a well-functioning aortic valve replacement with root enlargement with no significant gradient across the valve. The patient tolerated the procedure well and was transferred to the cardiovascular intensive care unit in critical condition.

Manufacturer narrative:
Evaluation summary the explanted device was returned to edwards for analysis. As received, leaflets were stiffer as compared to an un-implanted valve. The sewing ring was cut around leaflet 1 and exposed the wireform. The wireform was also exposed on commissure 2. X-ray demonstrated wireform distortion around leaflet 1, and commissures 1 and 2 were bent. Additional manufacturer narrative the clinical report of paravalvular leak and prosthesis mismatch cannot be confirmed through visual observations.

Manufacturer narrative:
Additional manufacturer narrative: through further assessment of the returned device, the tissue separation formed a ¿bubble¿ (approximately 1 x 1.5 mm) apparently filled with the storage solution and raised from the surface. The cause for the bubble is unknown and appears to have no significant immediate impact on the opening and closing of the leaflet when probed with fingers. Minor host tissue growth was observed on both sides of the valve. X-ray imaging revealed deformation of the wireform and stiffener band on the l1 segment. No appreciable leaflet tissue calcification was detected by x-ray imaging. No other abnormality was observed on the explanted valve. The aortic stenosis observed in vivo appears to be related to the patient bioprosthesis mismatch. The paravalvular leak (pvl) could not be confirmed on the explanted valve but appears to be related to the implanting suture erosion through the annulus.